Event description:
The pt was treated on had been treated on hemodialysis with the rexeed-18lx on (B)(6) 2011. The pt complained of breathlessness, the bp dropped down to 80/50 mmhg (systolic/diastolic) and the dissemination of red blisters was observed 15 minutes after onset of the treatment. The hemodialysis discontinued. The pt was given oxygen inhalation and administered 4 mg of dexamethesone, adrenaline, clemastine and 500 ml of saline intravenously. Then the pt was admitted to the intensive care dept.

Manufacturer narrative:
Rexeed-18lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." (B)(6).